Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, at a regular follow-up on (B)(6) 2022 atrial noise was observed. An incomplete conductor short circuit was suspected.